Event description:
Caller reported a malfunction on the pump, customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. To address the high blood glucose, the customer performed a correction injection via multiple daily injections. There was no assistance required from a third party. Technical support provided instructions for a pump reset, which resolved the issue as the malfunction code did not recur. Customer was advised to continue using the pump and to call back if the issue reoccurred, which the caller acknowledged and understood.